Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
After further assessment on (B)(6) 2021, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur, would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR- 0001038806 - 2021 - 02229 submitted on (B)(6) 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. Sections updated: b4: date of this report. G3: date of re-evaluation of complaint was made. G6: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that at the time of placement, implant fit horizontally but was too long. The implant was replaced in same procedure with a shorter implant. Implant would not back out so they had to use removal tool. Implant was replaced in same procedure but removal tool could not be removed from implant.